Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed using an in-house exactamix device and three 5ml vials, and did not reveal any leaks from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid leakage was observed with a vented micro-volume inlet during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.